Event description:
New information received noted that the patient presented remotely via merlin.net transmission. Upon review, several pause episodes were noted between (B)(6) 2018. Loss of tissue contact was suspected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the upon review of egm patient's implantable cardioverter defibrillator exhibited a false pause episode due to undersensing. It was noted that the undersensing was due to loss of contact. No intervention was performed. Patient was doing fine and will continue to be monitored.